Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on five patient samples on an atellica ch 930 analyzer. Quality control (qc) was within range at the time of testing. Siemens remotely assisted the customer and the customer performed a full auto check, which delineated a potential issue with the reaction cuvette washer system. The customer also performed map transitions on server 1, which passed. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse performed preventive maintenance (pm), observed that the reaction washer 1 (rw1) was dripping, and identified a vacuum leak. Then, the cse replaced vacuum valves, including the reaction washer 3 probe vacuum valve. Siemens reviewed instrument data and determined that the dripping reaction cuvette washer probe could cause liquid to drip into reaction cuvettes. Hence, the dripping reaction cuvette washer probe potentially contributed to the falsely elevated co2_c results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on five patient samples on an atellica ch 930 analyzer. The initial results were not reported to the physician(s). The sample identified as (B)(6) was repeated on both the original and the alternate atellica ch 930 analyzer. The other four samples were repeated on the alternate atellica ch 930 analyzer. The repeat results were lower. The repeat results from the alternate analyzer were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c patient results.